Event description:
Bayer glucometer elite xl has had inaccurate readings while used for two month period. Rptr had 7 devices and has since discontinued use. Readings were in normal range when patients were hypoglycemic.